Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit alarmed pump error a and pump error 63 during self test and confirmed in pump history with variable due to cold solder joint at the keypad assembly. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test or verify pump error due to physical damage. Unit passed rewind, prime/seating test, basic occlusion test and force sensor test. The motor was tested outside the device and passed. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power error, pump error 43, pump error 63, and failed battery test. Customer's blood glucose was unknown. Customer was assisted in clearing alarms. Device passed the displacement test. Device failed the self-test. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.